Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received right primary attune tka to advanced osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without complications. Patient receive a right knee revision to treat aseptic loosening. Upon entering the joint, the surgeon identified and excised diffuse synovitis. Pathology of the synovitis revealed polyethylene particles and was diagnosed as particle reactive synovitis. The femoral component was well-fixed but revised. The surgeon discovered large femoral bone erosions at the lateral and medial femoral condyles. The tibial tray was grossly loose at the cement to implant interface. The patella was grossly loose at the cement to implant interface with bone erosion and was revised. The insert showed signs of pockmark wear on the femoral condyles. The patient received depuy revision products utilizing depuy cement. The surgeon notes the patient had 1-2+ laxity with valgus stress and 1+ laxity with varus stress with good rom. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Right knee.